Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We received information that during an endo laser procedure, the first laser spot successfully impacted the retina, but subsequent spots did not. Consequently, the surgery was interrupted. No report that actual patient harm occurred, however due to the reported event, surgery was delayed.

Manufacturer narrative:
In regard to this complaint, logfiles and a picture were provided for review. The logfiles indicated that the laser fiber was being removed, and no additional issues were found in the logging related to the laser problem. It was advised that if no other fiber had been tested, this should be done to determine if it resolves the issue. Additionally, it was emphasized that the laser fiber must be properly and completely connected to the laser interface fiber connector. If the issues persist and are reproducible with other fibers, preferably from a different lot number, a replacement of the laser module would be recommended. The complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (lm-low-*). Since 2022 more than 100.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We received information that during an endo laser procedure, the first laser spot successfully impacted the retina, but subsequent spots did not. Consequently, the surgery was interrupted. No report that actual patient harm occurred, however due to the reported event, surgery was delayed.